Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 565 mg/dl. Reportedly, the customer administered delivered a bolus via the pump and administered a manual injection to address elevated bg level and continued to use the pump for insulin therapy. Lastly, it was reported that the customer received an incomplete bolus alert as they had not completed a bolus request. The customer¿s blood glucose (bg) level was 510 mg/dl. The customer administered a bolus via the pump and administered a manual injection to address the bg and continued to use the pump for insulin therapy. Tandem technical support educated the customer on the meaning of an incomplete bolus alert.